Manufacturer narrative:
The device is currently being returned to the resmed manufacturing facility located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed an alarm and powered down. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to the resmed manufacturing facility in (B)(4) for an extensive engineering investigation. Review of the device logs confirmed a single occurrence of system fault 182 indicating a battery loss communication issue. The investigation determined that this device fault was due to a software issue. A review of the device logs showed that a power failure alarm was triggered. The device investigation determined that the power failure was due to a depleted internal battery. There was no evidence to indicate the battery was faulty. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).